Manufacturer narrative:
Pump was received with intermittent button response and button error alarm due to corroded keypad traces. Pump received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump act button does not work and the pump alarmed button error. Customer does not recall any significant events leading to the error. Customer's blood glucose was 225 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.